Event description:
During surgery, the metaglene screw broke while it was being put in place. The remaining part stayed in the patient's scapula. The broken end of the screw will be returned.

Manufacturer narrative:
Examination of the submitted screw confirmed the fracture. Review of the device history records did not reveal any anomalies. The investigation determined the screw fractured due to torque and stresses beyond what the material could withstand. The investigation did not draw any conclusions about the torque condition; however, very hard bone, a non-appropriated preparation, and assembly not properly in the axis of the hole are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.